Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. Medical product: revitan, proximal part, cylindrical, uncemented, 65, taper 12/14; catalog#: 01.00402.065; lot#: unknown; mueller hip cup generic; catalog#: unknown; lot#: unknown. X-rays, photographs, were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Product not available.

Event description:
It was reported that the patient underwent a revision due to implant fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. It was reported that the patient was implanted with a revitan stem on the left side on (B)(6), 2018 and underwent a revision procedure due to stem fracture on (B)(6), 2021. No further due diligence required as all required information to support the conclusion is available or was already requested. Devices are used for treatment. Patient data: (B)(6), male, born (B)(6) 1957, 101 kg, 188 cm. Patient history: a powerpoint presentation was received with the following patient history: - (B)(6) 2015: external htep implantation. - (B)(6) 2016: htep explantation due to infection (actinomyces 1/6, msse, krenn IV) - (B)(6) 2016: htep reimplantation. - (B)(6) 2018: htep explantation (wagner osteotomy) due to infection (mrse, krenn ii). - (B)(6) 2018: htep reimplantation (revitan stem, krenn IV). - (B)(6) 2021: fracture of the pin of the distal revitan stem. Based on the radiographs shown in the presentation, a pin fracture of the distal revitan stem can be confirmed. However, due to the lack of a comprehensive radiographic follow-up, a detailed radiographic analysis could not be performed. The surgical report dated (B)(6), 2018 was received. Review of the available record identified htep reimplantation following girdlestone hip after septic htep removal. Photographs: three images were received, all showing the distal and proximal revitan stems. The pin of the distal revitan stem is fractured at the height of the junction of the two stems. The fracture surfaces show signs of a fatigue fracture in the form of progression marks. Devices examination: examination of the devices could not be performed because no signed patient consent was available. The products were returned as received. Manufacturing records: review of the manufacturing records showed that the proximal revitan stem was manufactured according to the specification valid at the time of production. Review of the manufacturing records of all other involved zimmer biomet devices, consisting of the distal revitan stem, biolox head, mem ring, and the acetabular augment, could not be reviewed due to missing lot numbers. Compatibility: based on the listed implants in the surgical report of (B)(6), 2018, an ecofit 2m cup 48/54 and an m2 ic e head 32/48 from implantcast gmbh were implanted in addition to zimmer biomet devices. The combination of zimmer biomet devices with products from other manufacturers is not authorized by zimmer biomet and is considered off-label use. Only authorized combinations must be used. Review of complaint history of the distal revitan stem identified additional similar complaints for the reported item. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A field safety notice was issued on 12 jan 2017 to inform surgeons and health care professionals on the use of the revitan revision system. The field safety notice jointly provided the latest version of the surgical technique which indicates that: the revitan hip system is not designed for use in a fully unsupported proximal femur. Bone stock of adequate quality must be present and appraised at the time of surgery. For patients with severe proximal deficiency, a surgeon should consider surgical options to ensure proximal bone support (such as medial and/or lateral strut grafts) or switching to a monoblock revision stem. The product addressed in this complaint was implanted after the implementation of the field action. Based on the photographs and medical records provided, the reported pin fracture of the distal revitan stem can be confirmed. The fracture surfaces indicate a fatigue fracture. Factors that may have led to or contributed to the stem fracture include patient-related factors such as weight, activity level, patient comorbidities, and insufficient medial bony support of the proximal revitan stem, as well as device- and procedure-related factors such as implant selection and the combination of zimmer biomet devices with devices from another manufacturer. If and to what extent the aforementioned factors led to or contributed to the pin fracture remains unknown. Therefore, an exact root cause could not be determined. No corrective or preventive actions required. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). (B)(6).

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: bfarm user report photos updated zper implantation hospital implantation surgeon associated product: original m.e., ring, 58; catalog#: 975849; lot#: unknown associated product: bone screw self-tapping 6.5 mm dia. 40 mm length; catalog#: 00625006540; lot#: unknown.

Event description:
No change to event